Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system onsite and confirmed that the wired footswitch was active. A review of the system log file confirmed the reported problem. Upon remote testing, the rse found that the wrap around the footswitch was too tight, and the issue was resolved by loosening the wrap around the wired footswitch. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system will not boot up. The error control active at startup is showing. The device was not in clinical use. No harm was reported. A philips remote service engineer (rse) spoke with the customer, and she loosened wrap around the footswitch which resolved the issue. The device was returned to use in good working order.